Event description:
It was reported that during an unknown procedure, the clip ejected. The clip did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.